Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: koller, h., et al. (2009). Mid- to long-term outcome of instrumented anterior cervical fusion for subaxial injuries. (B)(4) spine journal 18, pp. 630-653. Authors: (B)(4). The study included a medical chart review for all patients treated between 1996 - 2006 for cervical spine injuries. The final population sample included 26 patients (5 female, 21 male). Mechanism of injury included: motor vehicle or bike accidents, skiing related, falling from a height, diving or direct impact. The study was performed on plated anterior cervical decompression and fusion for unstable subaxial injuries with focus on clinical outcomes. Twenty-eight patients were included in study. Followups were weekly the first 3 months post-operatively, then at 6 months and at 1 year post-op. Cslp constrained plates were used in 3 patients. Another manufacturer's non-constrained plate was implanted in 23 patients. Patients had unicortical or bicortical screw anchorage. Fusion levels included c4-5, c5-6, c6-7, c4-6 and c7-t1 and c6-t1. Complications: 5 plates impinged on cephalad space and 3 impinged on caudal disc space. Construct height decreased. This is report 3 of 3 for (B)(4). This report is for an unknown quantity of cslp with an unknown part number and lot numbers.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown cslp with unknown part and lot numbers. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.